Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported an "arterial bleed¿ following severe skin irritation and erosion located near an indentation on the peristomal skin. He was unable to quantify the amount of blood loss, as the blood was mixed with urine in his pouch; however, he stated he had over 2700 ml of dark blood-tinged urine between his pouch and leg bag. The end user indicated he is not alleging a product defect. He stated that his stoma is low profile and the indentation in the peristomal skin is allowing urine to pool in this area which he believes caused the skin irritation due to him never having established a wear time. The end user states that ¿he has had peristomal skin irritation since surgery in (B)(6) 2018 due to an ill fitted appliance. Therefore, the approximate time frame between the skin irritation and erosion would be about three months¿. The end user reported that he visited the ER (emergency room) three times before complete resolution was reached. On (B)(6) 2018, he went to the ER, but the bleeding had stopped and no intervention was provided. On (B)(6) 2018, he went to the ER and had three sutures were placed from the 3 o¿clock area of the peristomal skin in the right lower quadrant to control the bleeding. On (B)(6) 2018, another two sutures were placed, one on each side of the other sutures to provide additional security. The end user indicated ¿the area was healing.¿ additional product recommendations were requested by the end user. Alternate products and follow up with healthcare provider were recommended.